Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately at the proximal markerband and extending approximately 13mm distally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 30 seconds. The device was removed without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.